Manufacturer narrative:
Product ID 3889-28, lot# v009058, implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
It was reported, the patient¿s lead was explanted due to multiple electrodes having high impedances or greater than 4,000 ohms. The electrodes remained in the patient. X-rays and reprogramming were performed. The patient had less than fifty percent therapy relief. During explant, an insulation breach was noted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.